Event description:
It was reported that patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp was explanted and a new 18cm x 12mm ipp was implanted. Should additional relevant details become available, a supplemental report will be submitted.